Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. Reportedly, the display screen has a red line extending halfway across the screen and a blue line at the bottom of the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2013 with the following findings:the pump powered on with a red line in the display screen; the display was readable. The pump casing was removed and the display was replaced with a test display. The test display did not have any lines through it. Investigation determined that a failed display flex was the cause of the line issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.